Manufacturer narrative:
The pendant was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. Installed pendant into test system. System and pendant booted as expected. Pendant keys were still functional, but several were worn and need excessive pressure to be applied to function. Visual inspection shown wear on pendant, foil is starting to lift on some keys. Worn pendant. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, serial/lot #: (B)(6) rev. 1, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529. H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that there were several functions on the pendant that were not operating as intended. When pressing patient orientation on 3d would function the lift and shift mode. When clicking 3d, the information would not pop up and execute the function. The system was rebooted with resolution to the 3d function, but the site did not confirm if the other buttons were functional after the reboot. There was a less than one hour surgical delay. There was no impact on patient outcome.

Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and replaced pendant and performed a system checkout. Imaging system was operational. MDR codes were updated: b01, c07, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.